Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer called to complain about fluctuating blood glucose ranging from 45 to as high as 455. The customer stated that they had surgery and was recovering from that. The customer was offered to trouble shoot the insulin pump, but the customer stated that they will call back to trouble shoot later. No further information was provided.